Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during priming for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. The leak was further described as ¿stream of water underneath the cycler¿. Additionally, "the bag on top of the device was empty and so was the supply bag". Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during priming for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. The leak was further described as ¿stream of water underneath the cycler¿. Additionally, "the bag on top of the device was empty and so was the supply bag". Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.